Event description:
The physician applied pressure on the sheath in a heavy plaque area while deploying the final 2cm (approx) of the stent. While moving the thumb slide forward the stent started to invert and the tip detached while staying on the guidewire. The stent was completely deployed. The physician used a snare device and easily removed the tip. The vessel was post dilated. There was no reported effect to the patient.

Manufacturer narrative:
The device was not returned for analysis. The cause of the inverted stent and subsequent tip detachment was likely the deployment technique used by the physician. When distal force was applied to the delivery system, the outer sheath was not allowed to move proximally with the stent advancement, the proximal end of the stent inverted towards the inside of the deployed stent. As the thumb slide was retracted during deployment of the remaining stent, the proximal movement of the tip was impeded by the narrowed diameter of the inverted section of the stent. It is likely that the narrowed diameter of the stent did not allow passage of the tip and resulted in the tip detaching when the tensile strength of the tip lumen was exceeded. Review of the device history records did not indicate an issue with the manufacture of the device. This is the first reported event of a supera stent inversion during deployment.